Event description:
A home pt (hp) contacted baxter's technical service center regarding a system error 2240 that appeared on the display of the home pt's homechoice machine during initial drain. Per initial report, the home pt connected to their homechoice machine after initiating therapy. A baxter technical service representative assisted the hp to restart therapy using new supplies. No pt injury or medical intervention was indicated at the time of the initial report.